Event description:
It was reported that during implant attempt, the lv impedance was always undefined, with the analyzer showing normal values for just the leads. It was further reported that the device did not seem to be biv pacing. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.